Event description:
It was reported that during sterile processing at the user facility, the cord of the device was found to be cut. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during sterile processing at the user facility, the cord of the device was found to be cut. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.